Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found damage on the blade. The blade was broken approximately 0.16" from the base. The broken piece was not returned for evaluation. A review of the submitted image was performed. The image showed the instrument tip with obvious damage on the blade.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the user observed that the harmonic ace instrument's blade broke. A piece fell inside the patient's body and the entire piece was retrieved. The user completed the procedure using the backup instrument with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event from the nurse: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The parenchymal tissue was being excised when the blade damage issue occurred. The entire fragment was retrieved. No tests were required on the patient due to the issue.